Event description:
It was reported that during a routine cataract surgery and as the intraocular lens was being implanted the lens flipped over in the eye tearing the posterior capsule. A vitrectomy was performed and a new lens implanted with no add'l problems reported.